Manufacturer narrative:
Reported events of stretched helix and twisted/bent helix were confirmed. Reported events of device sensing, low impedance, and failure to capture were unconfirmed. Reported event of device dislodgment was unconfirmed. Visual inspection noted the outer and inner helixes were stretched out of specification. The inner and outer helixes elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements, output verification, sensing test, found no anomaly contributing to reported events of impedance problem, capturing problem, or sensing problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, multiple fixation attempts were made with the right atrium (ra) leadless pacemaker (lp) due to inadequate electrical parameters. Initial fixations showed low impedance, loss of capture, and p-wave amplitude variation. On the fourth attempt, acceptable values were achieved, however the device had dislodged during the release attempt. It was also observed that the lp helix had stretched during repositioning, and the helix appeared angled upon removal. The ra lp was ultimately not used and replaced with new ra lp. Patient condition was stable.